Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was fluctuating. In addition, it was reported a power source alert occurred when the pump was plugged into a wall outlet to charge. There was no impact to the customer's blood glucose level. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.